Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error and it does not respond anymore. The customer¿s blood glucose level was 250 mg/dl. Customer also advised to observed time clock for one minute to verify if the time advanced. Customer was unable to clear the alarm. Customer stated that the time was advanced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.